Event description:
A baxter field service engineer reported an infusion pump with an 812:02 failure code. The service engineer stated the hospital has no record of any patient incident involving pump since the last baxter service event. Information was requested but details were not available regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.